Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had another patch implanted. Through follow up with the surgeon (via fax), additional information and a copy of the operative report was received. Thus, it is now known that the patient had an infectious disease; unfortunately, the source is unknown. The cause of death also remains unknown. A device history record review is currently in process.

Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patients' death and implant duration are unknown. Per the operative report of 2008, the patient tolerated the procedure and was brought to intensive care unit in critical condition requiring levophed, epinephrine, and vasopressin support.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.